Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that due to the difficulty seeing the distal edge of the sheath (reported difficult or delayed positioning-visibility) the stent was inadvertently deployed too close to the sheath resulting in the proximal edge of the stent inadvertently becoming caught on the distal edge of sheath (reported difficult or delayed activation) and the reported difficult to remove. As reported, a cut down was performed to remove the sheath and the stent was noted to be placed in the intended location. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the right proximal superficial femoral artery (sfa). Two supera self expanding stents (ses) were deployed distally in the procedure. There was difficulty visualizing the distal edge of the sheath and the supera ses was deployed. The stent caught on the distal edge of the sheath. Instead of pulling on the sheath and stent, a cut down was performed to remove the sheath and the stent was noted to be placed in the intended location. The patient is doing fine. No additional information was provided.